Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited oversensing. During normal device change out procedure, the lead was capped and replaced. The patient was in stable condition and would continue to be monitored.